Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, atrial lead impedance was 2063 ohms in the bipolar configuration. Previously it had been 393 ohms. The stored egms showed atrial high rates where a run of atrial oversensing was seen. The capture threshold remained stable. The pulse generator was programmed to vvi.